Event description:
As shown in the forwarded communication, I have sent my request for consideration, additional research and investigation into mentor worldwide, llc ¿s liability for the dozens of worsening identical health conditions of hundreds of women whom have received their silicone, smooth round high gel breast implants. Reference report: mw5153276.